Event description:
Upon receipt, our mfg engineering dept examined the units and confirmed that the failures and causes found in both units noted by the rptr did not suggest that the devices would be likely to cause or contribute to a death or "serious injury" if the malfunction were to recur.